Manufacturer narrative:
Section a4 - patient weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a history of recurrent low flow alarms at home. The patient was admitted with a subarachnoid hemorrhage (sah) overnight in the cardiothoracic vascular transplant unit (cvtu). Following review of the submitted log files, it appeared there were low flow events captured between 25nov2024 and 27nov2024, which occurred at times when the pulsatility index (pi) was elevated. There did not appear to be any type of equipment issues that caused the events.

Manufacturer narrative:
Corrected data: section b2: life-threatening checked. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. A review of the submitted log files revealed numerous low flow alarms associated with elevated pulsatility index (pi) values. No other unusual alarms or events were captured and the pump appeared to operate as expected at the set speed. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including the applicable sterilization and packaging documentation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, is currently available. Section 1, "introduction," lists stroke and bleeding as adverse events which may be associated with the use of heartmate 3 lvas. Section 1 of this IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.